Manufacturer narrative:
Other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not able to get the controller to sync and the patient had other questions regarding the purpose of the trial, how long the trial will be, their symptom, and if the device will work. Troubleshooting was not able to solve the communication issue with the controller. The patient reported the same controller issue the following day and the ens was also unplugged. A later call indicated that the patient encountered a message saying the controller was unable to find the device and so the patient removed the batteries and the message did not resolve. The patient "pressed the ens" and it did not light up green so the patient took the batteries out of the ens "because she had the code" and the controller still had the same message. According to the patient it is not working and has not been working because "this happens every time she need to use it." There was no change in patient symptoms and the patient was still unable to empty and needed to push to void. Additionally, the patient indicated that the wire came unplugged the day prior to this call and the patient thinks that the reason they are not seeing results is because they are too far from the controller. Information regarding stimulation and the controller was reviewed with the patient, but the patient did not agree and reported that the controller is nothing but trouble as well as the belt being tight. Additionally, the patient indicated that they hated the "thing" and that the battery was at 80%, but the patient felt that the battery should always be at 100%. An additional call with the patient determined that the patient thought that the batteries were "duds" and has not had a trial period because of this. According to the patient they were told by a manufacturer representative (rep) that the "batteries are not communication or compatible" and the rep was meeting the patient the day of the call. A final follow-up call determined that the patient was still experiencing the same issues and the rep was going to inform the patient's healthcare provider (hcp) about the issues. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.